Event description:
Additional information was received that the device was able to be interrogated with another cellular device.

Event description:
During a remote follow-up, it was not possible to interrogate the device with bluetooth (ble) telemetry. No intervention has been performed. The patient is stable and will continue to be monitored.